Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-02738. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient's scs lead had eroded through the skin at the lead site. The doctor prescribed antibiotics. As a result, patient underwent surgical intervention to explant the scs system. Surgical intervention is believed to have resolved the patient's issue.